Event description:
Customer noted an elevated advia centaur cp troponin ultra (tni ultra) result that did not repeat with additional testing of the same sample or another sample from the same patient drawn after 4 hours. There are no reports that treatment was altered or prescribed or adverse health consequences due to the discordant advia centaur cp tni ultra result.

Manufacturer narrative:
The cause of the non-reproducible advia centaur cp tni ultra result is unknown. Siemens provided troubleshooting guidelines to the customer. The summary and explanation of the test section of the instructions for use states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi."